Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate shock. There were 3 episodes incorrectly binned to rate branch causing inappropriate anti-tachycardia pacing (atp) therapy. Programming change was made. The patient was stable before, during and after the event.